Event description:
On 19-may-2026, a arthrex subsidiary employee reported via email that an ar-3638ds knotless fibertak disposable kit experienced an issue during use. The drill bit from the fibertak straight placement kit was inserted into the red handle and became stuck. It was reported that the drill bit and handle rotated together, indicating fusion. An attempt to remove the drill bit was made; however, it fractured during extraction. No fragments were retained in the patient. This occurred during a left pectoralis major reinsertion procedure on (B)(6) 2026. The procedure was completed using an alternative product. No patient harm was reported. Additional information was received on 22-may-2026: the event occurred during use in the patient on the first drilling attempt. The straight red guide handle was positioned, and, upon drill activation, the entire assembly rotated as a single unit. The drill bit could not be removed from the handle and subsequently fractured during removal attempts. All fragments were accounted for and confirmed not retained in the patient. The procedure experienced a delay of approximately 5 minutes. A free-floating drill bit was used to proceed, and the case was completed with slight difficulty due to the absence of a replacement red guide. No additional anesthesia was administered. Bone quality was reported as good.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.